Event description:
It was reported that surgeon called during surgery. Surgeon requested to speak to someone concerning issues he was having with screw breakage intraoperatively. This report is for an unknown screw. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was returned and no lot number or part number was provided. Placeholder.